Manufacturer narrative:
(B)(4). Batch #: u5c81k. Additional information was requested, and the following was obtained: please explain what is meant by, ¿the device misfired?¿ the staples did not form and the anastamosis was not complete, the anastomosis fell apart and they had difficulty removing the stapler. Staples not formed into b's. Why was the procedure converted to open? It wasn't? What were the indications for surgery? Unknown what surgical procedure was performed? Reverse colostomy did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device during the surgical procedure? The staples did not form and the anastamosis was not complete, the anastomosis fell apart and they had difficulty removing the stapler what healthcare professional fired the device and what is his/her experience with the device? The resident, a fair amount, they did not hear the crunch and the pop of the washer breaking. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Surgeon said they were at the bottom of the scale did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown was the device difficult to close? Yes was the device difficult to fire? Yes it was difficult to fire did the healthcare professional receive audible & tactile feedback when firing the device? They did not hear the crunch and the pop of the washer breaking. Were the donuts inspected? If so, please describe. No. Was a complete transection of the white breakaway washer visually confirmed? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The anastamosis was never completed, there was no staple line. Was a leak test performed? Leak test wasn't performed anastamosis fell apart. Was the staple line visualized endoscopically during the initial surgical procedure? No, there was no staple line. If there was a leak, how was the leak identified? What is the current status of the patient? They were discharged. Additional information received: resident was firing an ecs29. Difficult to fire stapler. Surgeon opened stapler the prescribed amount. Later he said that he opened stapler two full turns. Surgeon said stapler felt stuck, he removed it. When he removed stapler, the anastomosis fell apart. When they dialed down the stapler, it was toward the tighter side. Surgeon hand sewed the anastomosis. No patient complications, patient discharged (B)(6) 2020. Could you please clarify the statement you made regarding ¿patient discharged (B)(6) 2020¿? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? The stay was not extended. The patient was discharged on-time could you please clarify if was any change in the post-operative care of the patient as a result of the event? No changes was the post-operative care of patient changed in any way due to difficulties experience with device? The case was completed robotically and I was not made aware of any post operative changes. Dr. Kopelan said that the patient is fine and experienced no post operative issues. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete. In addition, during firing of the device, it was noted that the adjustment knob rotated ¼ turn from the starting position and staple formation meets the released criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection reverse colostomy procedure, stapler misfired. They opened the patient to complete the surgery. It is unknown if there were any patient complications.